Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative fracture or breaking of instruments has been reported." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that during a hip arthroscopy procedure on (B)(6) 2015 that a juggerknot 1.5mm inserter prong fractured off. This occurred during insertion into the patient; the fractured piece was located and removed from the patient. The anchors were already implanted in a sufficient position, so nothing further was needed to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device found the fracture is consistent with excessive force due to poor alignment of the inserter device to the prepared site. Product likely failed due to misuse.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.